Manufacturer narrative:
H7 section

Manufacturer narrative:
One used sample item #ch3033 was received 9/11/23 for evaluation. The sample was connected to an unknown, infusion set. The sample presented evidence to have punctured through the sidewalls of the device. The set was primed and a leaks coming from the punctured section was confirmed. Complaint of product incorporate air passage can be confirmed, based on the leaks observed from the punctured section. The probable cause was due to an accidental puncture of the sidewall with the non-ICU spike during use. A device history review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved a 14" bifuse add-on set w/bag spike, spiros® w/red cap, vented cap and occurred in the hematology treatment unit. Of the hospital. The customer reported that the patient was being treated for acute myeloid leukemia and receiving chemotherapy. The treatment started at 8:00 for 2 hours. At 10:00, the pump alarmed ¿air bubble¿. The staff observed the presence of air along the infusion tubing to the pump air sensor and that the chemotherapy bag was not empty. Presence of a small quantity of solute on the ground was observed and a drop at the level of the connection between the y set and the infusion tubing. The loss of solute was cleaned per protocol. There was no direct exposure to the chemotherapy medication. A new infusion line was connected to complete the chemotherapy administration. There was patient involvement; harm was not reported as a consequence of this event.